Manufacturer narrative:
An additional lot number was reported (lot #m020912). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The past altitude alarms were resolved by reloading the cartridge onto the pump. Blood glucose level was 319 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.